Event description:
The customer reported the surgeon had a corneal burn during a surgical procedure. The surgeon noted the wound was sutured and the prognosis is excellent.

Manufacturer narrative:
The root cause of the reported corneal burn is unk and cannot be determined. The sys met specifications when serviced by the svc rep. A review of service and mfg history data for the sys indicates that there has been no add'l service requests similar to the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov. 1996, vol.25 no.11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Codes provided by MFR.